Manufacturer narrative:
Correction: describe event or problem per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new bag of total parenteral nutrition (tpn) was hung and to be infused via pump module. The rate was set at 2.8ml/hr. The staff reportedly noticed that 2.5 hours later, approximately 200ml had been infused. Per report, dextrose 10% water (d10w) "had been started" prior to noticing the issue and the clinician was unable to see on the pump the volume of the tpn that had infused. The tubing used was ref (B)(4). There was patient involvement and reportedly there was a "possible harm". Bd received additional information through due diligence. It was reported that the tpn was intended to be infused at "2.8ml/hr. (Prior to transfer, it was discovered that approximately more than 140ml of compounded tpn may have gone to the baby within approximately 2-hour time span)." Intralipids was also infusing through a separate pump at 0.4ml/hr. Per report, due to the event the patient developed "hyperglycemia with metabolic acidosis, newborn deterioration, increased respiratory support required, multiple abnormal lab values." The patient was then transferred to a higher level of care. A report was received from health canada's canada vigilance program which states, "new bag of tpn hung with alaris pump. Rate was set at 2.8mls/hr. Staff noticed 2.5hours later that approximately 200mls had infused. No alarms from the pump. D10w had been started prior to noticing this so unable to see on the pump the actual volume of tpn that had infused. There were no leaks noted in the pn bag and no fluid was noted to be on the floor or bed. A new pump was switched over once the issue was discovered. After further review: it was believed that approximately >140 ml of compounded pn may have gone to the baby within ~2 hour time span. Bloodwork showed worsened metabolic acidosis and blood glucose reading higher on glucometer. Patient was transferred to a higher level of care.".

Event description:
It was reported that a new bag of total parenteral nutrition (tpn) was hung and to be infused via pump module. The rate was set at 2.8ml/hr. The staff reportedly noticed that 2.5 hours later, approximately 200ml had been infused. Per report, dextrose 10% water (d10w) "had been started" prior to noticing the issue and the clinician was unable to see on the pump the volume of the tpn that had infused. The tubing used was ref (B)(4). There was patient involvement and reportedly there was a "possible harm". Bd received additional information through due diligence. It was reported that the tpn was intended to be infused at "2.8ml/hr. (Prior to transfer, it was discovered that approximately more than 140ml of compounded tpn may have gone to the baby within approximately 2-hour time span)." Intralipids was also infusing through a separate pump at 0.4ml/hr. Per report, due to the event the patient developed "hyperglycemia with metabolic acidosis, newborn deterioration, increased respiratory support required, multiple abnormal lab values." The patient was then transferred to a higher level of care.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of tpn could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All inspected parts were manufactured by bd. The system was powered on 05jul2025 at 12:20 pm, ¿no¿ was selected for new patient and ¿yes¿ was selected to confirm the profile ¿neonatal¿. The initial infusion for the drug ¿pn central¿ (suspected to be tpn) was programmed on 05jul2025, at 8:16 pm, at a rate of 6.4 ml/hr and a volume to be infused of 50 ml. The rate was titrated multiple times between 05jul2025 at 8:19 pm and 06jul2025 at 10:17 am, until it was programmed at the reported rate of 2.8 ml/hr at 5:46 pm. In this period of time, five (5) patient side occlusion alarms were observed. The rate was changed from 3.1 ml/hr to 2.8 ml/hr at 5:46 pm and the infusion was resumed. At 7:44 pm the rate was changed again to 6.8 ml/hr and then ten (10) minutes later changed to 6.4 ml/hr. Between 8:05 pm and 8:12 pm, there were three (3) failed attempts to channel off the pump module. At 8:13 am the pump was channeled off and the system was powered off. The total volume infused was recorded at 78.463 ml. The system was powered back on at 8:14 pm and the suspect pump module was actively infusing until the system was powered off again at 10:28 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per label review, the alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the administration set received has been forwarded to the bd (B)(6) designated complaint handling unit (dchu) for additional inspection and testing under complaint (B)(4). Refer manufacturer report # 9616066-2025-02544. Root cause: the root cause for the reported over infusion of tpn was not determined through a review of the device logs or replicated during laboratory testing. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, a09, g02017, g04067. G04090, c0601, c07, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a new bag of total parenteral nutrition (tpn) was hung and to be infused via pump module. The rate was set at 2.8ml/hr. The staff reportedly noticed that 2.5 hours later, approximately 200ml had been infused. Per report, dextrose 10% water (d10w) "had been started" prior to noticing the issue and the clinician was unable to see on the pump the volume of the tpn that had infused. The tubing used was ref 10010454. There was patient involvement and reportedly there was a "possible harm". Bd received additional information through due diligence. It was reported that the tpn was intended to be infused at "2.8ml/hr. (Prior to transfer, it was discovered that approximately more than 140ml of compounded tpn may have gone to the baby within approximately 2-hour time span)." Intralipids was also infusing through a separate pump at 0.4ml/hr. Per report, due to the event the patient developed "hyperglycemia with metabolic acidosis, newborn deterioration, increased respiratory support required, multiple abnormal lab values." The patient was then transferred to a higher level of care. Bd received additional information through due diligence. It was reported that the tpn was intended to be infused at "2.8ml/hr. (Prior to transfer, it was discovered that approximately more than 140ml of compounded tpn may have gone to the baby within approximately 2-hour time span)." Intralipids was also infusing through a separate pump at 0.4ml/hr. Per report, due to the event the patient developed "hyperglycemia with metabolic acidosis, newborn deterioration, increased respiratory support required, multiple abnormal lab values." The patient was then transferred to a higher level of care.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.